Manufacturer narrative:
This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by biosense webster, inc., or its employees that the report constitutes an admission that the product, biosense webster, inc., or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Manufacturer's reference number: (B)(4).

Event description:
It was reported that a patient underwent an atrial fibrillation (afib) ablation procedure with a soundstar and some "tagaderm" was on the tip of the catheter. It was reported that the physician noticed that some "tagaderm" was on the tip of the catheter. When the catheter was replaced, the issue resolved. Replacement catheter requested. The catheter was brand new and not reprocessed. There was no adverse patient consequence reported.

Manufacturer narrative:
It was reported that a patient underwent an atrial fibrillation (afib) ablation procedure with a soundstar and some "tagaderm" was on the tip of the catheter. Device investigation details: the product was returned to johnson & johnson medtech (j&j medtech) for evaluation. Visual inspection was performed following j&j medtech procedures. Visual inspection revealed no damage or anomalies on the device. No foreign material or anomalies were observed at the tip area. A device history record evaluation was performed for the finished device lot number and no internal action was found during the review. Additionally, the manufactured date has been provided. Therefore, field h4. Device manufacture date has been populated. The foreign material reported by the customer could not be replicated during the product investigation; other issues or circumstances may have occurred during the use of the device that may have affected its performance. As part of johnson & johnson medtech's quality process, all devices are manufactured, inspected, and released to approved specifications. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: (B)(4).